Manufacturer narrative:
Additional information: h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported problem "improper shutdown" was not reproduced. The device was tested with a known good pump and no alarms occurred. The known good pump did not power off during testing with the battery , however evaluation inspected the device and found corrosion on a battery contact. Corrosion can cause a shutdown without warning. The event history log revealed, the user powered on the pump, one minute later the user powered on the pump on again and an ¿improper shutdown was experienced, followed by a "battery low! Message within the same time span. The pump was again powered on by the user a minute late and another "improper shutdown!" Occurred. An ¿improper shutdown!¿ message occurs at power up following power loss to the pump. The history log cannot be used to determine how power became disconnected. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was the corrosion on a battery contact. The wireless battery module will be scrapped due to the corrosion on the battery contact to address this issue. The customer was provided with instructions to properly clean battery modules and it was recommended to replace modules within their fleet with extensive corrosion. Baxter representatives offered on site assistance in identifying damaged devices. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum wireless module had improper shutdown. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.